Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pump delivered less IV fluid than intended. The pump was programmed to delivered an unspecified IV solution. No specific programming parameter were provided. After an unspecified length of time, it was noted that the pump took longer than expected to complete the therapy; however, no specific event details were provided. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were reported. Though requested, no additional info was provided.